Manufacturer narrative:
Internal complaint reference (B)(4). Article citation:zhu zhilong, chen hongyan, huang ruijie, jiang meiqi, wang jianhuan, & gao huicheng. (2008). Efficacy of low-temperature plasma subturbinate ablation in the treatment of chronic rhinitis. Practical clinical medicine (jiangxi), 9(12), 100-101.

Event description:
It was reported that on literature review therapeutic effect of low temperature plasma subturbinate ablation on chronic rhinitis, 4 patients had complications after a hypoplasmic subparabinate ablation procedure using a reflex ultra coblation wand. 1 patient had hyperplastic hypertrophy of the inferior turbinate, which required 2 other low-temperature. 3 other patients with deviated nasal septum had complications with the local adhesions of the inferior mucosa which was resolved 1 month after the procedure by separating the adhesions. Patients symptoms were alleviated. No further information is available.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product information was provided and thus an instruction for use/device labeling review and risk management review could not be conducted. A complaint history review found similar events. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.